Event description:
It was reported that there was a new light pole and electrical lines placed outside the window. There is also a constant noise. Since they were placed the patient has felt dizzy and vomiting when in the house. It was recommended that the patient has the device tested to see if anything interfered with the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.